Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the balloon catheter was kinked at 22.5 cm from the proximal end likely due to use during the clinical procedure. No other anomalies were observed. The balloon catheter was able to be flushed without difficulty. A demonstration 0.014¿ guide wire was advanced to the distal tip of the balloon catheter without difficulty. The balloon was inflated and there were no leaks or tears noted to the inflated balloon. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during an animal study case, the balloon was inflated with 50/50 contrast as per the directions for use; however the balloon deflated "a little".

Event description:
It was reported that during an animal study case, the balloon was inflated with 50/50 contrast as per the directions for use; however the balloon deflated "a little".